Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00890. This report is being submitted as additional information. Approximate age of device- 1,332 days manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4) did not reveal any functional issues. The patient received a pump exchange due to a driveline infection. The root cause of the reported infection could not be determined. The pump was returned assembled with the driveline (dl) cut approximately 12¿ from the pump housing and a 14.25¿ segment of the distal portion was also returned. A tape repair was present on the distal segment of driveline, approximately 0.75-4.25¿ from the metal connector. A small tear to the outer silicone sleeve were observed upon removal of the tape repair, approximately 2.5¿ from the metal connector. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an ongoing driveline infection since (B)(6) 2017 that was being treated with intravenous and oral antibiotics. On an unspecified date, the patient¿s antibiotic dosing was decreased due to worsening creatinine and elevated potassium levels. After antibiotic dosing was decreased, the patient started to have continuous drainage from the driveline exit site leading to recommendation by surgeon for a pump exchange. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.